Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Date of event is an unknown date in 2019. Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that revision surgery had to be performed one (1) week following scoliosis surgery due to loosening of 8 innies on the right side of the patient; not in the screw head anymore (expedium single innie). The torque limiting handle worked fine during surgery, but surgeon is concerned that the torque limit is correct. They expressed that if the torque limit of the handle was not correct, this may be a possible cause for the loosening of the innie¿s. This report is for a single-inner setscrew. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown), rods (part: unknown, lot: unknown, quantity: unknown). This is report 1 of 8 for (B)(4) and captures the required revision surgery. The intraoperative issue with the torque wrenches is captured under (B)(4).